Event description:
Healthcare professional reported via sales representative "implant rupture", "capsule was seen floating in the echo-free area on the left¿, ¿rupture in the left prosthesis capsule was suspected¿. ¿large areas of fluid-free echo-free areas were seen in both breasts¿ and "breast adenosis possible¿, and ¿multiple hypoechoic areas with a diameter of less than 0.5 cm were seen in the breast body layer¿ which is not device related. Affected side not specified. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "large areas of fluid-free echo-free areas were seen in both breasts"; implant rupture", "capsule was seen floating in the echo-free area on the left¿, ¿rupture in the left prosthesis capsule was suspected.¿

Manufacturer narrative:
Corrected data: d6a implant date is unknown.

Event description:
Healthcare professional reported via sales representative "implant rupture", "capsule was seen floating in the echo-free area on the left¿, ¿rupture in the left prosthesis capsule was suspected¿. ¿large areas of fluid-free echo-free areas were seen in both breasts¿ and "breast adenosis possible¿, and ¿multiple hypoechoic areas with a diameter of less than 0.5 cm were seen in the breast body layer¿- which is not device related. Affected side not specified. The device remains implanted